Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Visual review confirms rod breakage. Optical examination of the fracture surfaces found significant damage and smearing. No additional information can be obtained to the on fracture surfaces due to as received condition. Dimensional inspection of major and minor diameter confirmed to be within print specification. After visual, optical and dimensional inspection unable to determine root cause of the foregoing event from the available information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient underwent an unknown tlif procedure from l5-s1. At an unknown time post-op, it was reported that the screws were broken. The patient underwent a revision to remove the broken screws. "It is unknown if any fragments were left in the patient."